Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the during surgery it was found that the scissor that was not closing properly and getting stuck in one position and there was no patient impacted. Procedure was completed.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.4 ,h.6 and h.11. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The sample was not received by the investigation site for evaluation, which his why the investigation is completed inconclusively. The investigation is concluded based on the sample evaluation outlined below. The shipment associated with this complaint report included four instruments packaged in their six.box. Three of the returned instruments were shipped in their inner blister only, while one instrument was packaged in its inner and outer blister as well as the tyvek lid foil. The sticker label of this instrument as well as the six box indicate the lot information of the returned products. Upon unpackaging the returned instruments, one of them showed significant macroscopic damage, namely that the scissor insert is largely sticking out from the metal tube, the other three instruments showed no macroscopically visible signs of damage. All of them show a varying amount of residues, that could not further be recognized and the origin of which cannot be identified. However, it was found that those residues cannot be completely washed off with the established cleaning routine, indicating that is an unusual substance not typically used during surgery. The returned instruments were visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection showed that for a second instrument, a significant chunk of the metal neck is broken off/eaten away by an unknown cause. It also showed that for the third instrument, a scissor blades open to widely and do not overlap anymore. The fourth instrument does not show any clear defects. Functional testing of the four instruments showed that for the first instrument, the scissors insert can be pulled out of the metal tube without any resistance. For the two other instruments, the scissor insert is loose and not fixed to the handle body anymore, which is why it gets blocked upon actuation of the instrument. The forth instrument does not show any issues regarding it¿s actuation mechanism and fulfills the cutting properties. No defect could be identified on the fourth instrument. The three defect instruments were destructed, so that the reason for the insert breakage could be assessed. It was found that there were traces of the same substance at the welding site as on the scissors tip. Additionally, significant level of rust could be identified, which led to the break of the inserts directly at the welding site. For three of the instruments, the reported issue could be confirmed. The fourth instrument works as intended. As this level of rust and damage to the instruments has not been seen before, it is assumed that the instruments might have been corrupted by the substance of unknown provenance. However, the root cause could not be determined conclusively. The root cause code ¿unable to verify¿ is indicated based on the investigational findings. A root cause for the customer's reported event could not be determined conclusively, as the instruments may have been compromised by a substance. Therefore, the root cause code "unable to verify" is selected. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).